Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they thought their ins would die at night because the "plug in was loose". To resolve the issue they were sent a new "plug in" and recharged. No further issues were noted or anticipated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the patient's implantable neurostimulator (ins) died at night. The patient clarified that the ins would be working before they went to bed, but then it was like the ins died at night. When they woke up, it wasn't working because they did not feel stimulation. The patient stated they would turn the ins off at night, because they could not sleep with stimulation on "at full force". Patient services reviewed patient programmer (pp) button use to make sure that the patient wasn't accidentally turning the ins off at night instead of just turning it down. The patient stated that they just use the minus button on the top of the pp to turn stimulation down, and they didn't think they touched the ins off button. The patient also stated that they were confused, didn't know how to use everything as they were never taught how to use the equipment, didn't know why they had been given the device at their age, and was getting more confused about how everything worked. Patient services was unable to see how the patient checked settings as the ins was not charged up enough at time of the call and showed "charge now". The patient stated that they were going to make an appointment with a healthcare professional (hcp), so that they could be taught how to use the external equipment. No further complications were reported/anticipated. [Refer to (B)(4)-loose connector pin-for details pertaining to the related event.]